Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomit and chest pains. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found multiple no delivery alarms, but the alarm was resolved by a complete infusion set change. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother that the insulin pump is functioning as designed. No further information was provided.